Event description:
The physician stated they "had a wire issue the other night, placed a subclavian; easy venous return on 1st stick, wire threaded fine, dilated and catheter went over wire fine, but couldn't remove the wire". The physician indicated that they had to pull the entire catheter plus wire out and convert to ij. It appeared that there was a touch of fraying that had occurred near the j bend". There were no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One triple lumen 20 cm oligon presep catheter and guidewire were received without the packaging. The catheter appeared to have been kinked near the tip. The catheter was returned with a damaged guidewire inserted. The returned 0.032" guidewire was received with a 180-degree bend at the "j" tip end, approximately 19cm from the center of the "j" section. A new laboratory sample 0.032" guidewire was used to pass hub-to-tip and tip-to-hub and there were no obstructions or restrictions encountered. The catheter was kinked in the body tube 19 cm proximal of the tip and there was also a damaged area at the tip. It appeared that when the guidewire was inserted through the catheter, the catheter tip folded over (kinked) and the guidewire then became stuck. When the guidewire was pulled in an attempt to remove it, the wire pulled against the catheter tip, damaging both the wire and catheter. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that procedural factors may have contributed to the event. No actions will be taken at this time.